Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 56-year-old male was implanted with an impella cp device for mechanical circulatory support. While attempting to place the impella, it would not pass the aortoiliac bifurcation. Upon second attempt, the impella was removed and successfully placed without difficulty. Also, the pump had decreased flows, and the patient went into ventricular fibrillation and was shocked one time. Additionally, the patient¿s left leg was cold and mottled, an external femoral bypass was performed and subsequently the leg returned to normal color. The family decided to withdraw care and remove the impella.